Event description:
Out of box failure. Medtronic ers field clinical spec. Reports that during hos. In-servicing the device would intermittently not complete the power on sequence and would remain at a white screen.